Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180, batch#: unknown. "Additionally, we have been seeing a white substance\resin ¿spilling out¿ from the hub down onto the needle." 1. Can you please provide an exact date of event in this format mm-dd-yyyy? 03-13-2025. 2. Was there any patient harm, injury, complication or negative outcome that occurred as a result of this event? No patient harmed. 3. Please share the lot number associated with reported issue: 4270189 and 4270176.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there is a white substance spilling out from the hub down onto the needle. To aid in the investigation, three samples with opened packaging blisters, and three photos were received for evaluation by our quality team. Two of the packaging blisters are from lot 4270189 and one packaging blister is from lot 4270176. A visual inspection was performed. Two samples have the needle out of the needle hub; these samples have insufficient epoxy applied. The third sample has no defects or imperfections. The three photos provided show the samples received. The needle out of the hub condition occurs during the assembly process if there is a mis-feeding of the cannulator. A device history record review was completed for provided material number 305180, lots 4270189 and 4270176. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer of excessive epoxy could not be confirmed.